Event description:
It was reported the device separated and detached inside of the patient. A v-14 short taper 300cm straight tip control wire was selected for an angioplasty procedure in the anterior tibial vessel to treat critical limb ischemia (cli). During the procedure, the wire detached inside the heavily calcified vessel. The device fragment was too difficult to retrieve so was secured at the distal end of the anterior tibial vessel. The procedure was cancelled/rescheduled.

Event description:
It was reported the device separated and detached inside of the patient. A v-14 short taper 300cm straight tip control wire was selected for an angioplasty procedure in the anterior tibial vessel to treat critical limb ischemia (cli). During the procedure, the wire detached inside the heavily calcified vessel. The device fragment was too difficult to retrieve so was secured at the distal end of the anterior tibial vessel. The procedure was cancelled/rescheduled. Additional information was provided from the account that the patient underwent an amputation.

Event description:
It was reported the device separated and detached inside of the patient. A v-14 short taper 300cm straight tip control wire was selected for an angioplasty procedure in the anterior tibial vessel to treat critical limb ischemia (cli). During the procedure, the wire detached inside the heavily calcified vessel. The device fragment was too difficult to retrieve so was secured at the distal end of the anterior tibial vessel. The procedure was cancelled/rescheduled. It was further reported that the patient underwent an amputation due to disease pathology and part of the treatment plan and was not a patient complication as a result of this event. Also, the procedure was completed and was not cancelled/rescheduled due to this event.